Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in japan, during a transcatheter aortic valve implantation procedure, tortuosity and calcification were observed in the right external iliac artery (degree unknown). No difficulty was encountered during insertion of the esheath+ into the patient. Subsequently, while advancing the delivery system through the sheath, the system became stuck at the location where tortuosity and calcification had been noted. During several attempts to advance the system, the sheath became kinked. Therefore, the delivery system was withdrawn together with the sheath from the patient. A new kit was opened, and a sapien 3 ultra resilia valve was implanted without further issues. As a dissection of the external iliac artery was identified on lower extremity angiography, repair was performed with surgical intervention followed by balloon treatment. No damage was observed on the retrieved delivery system.